Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was diagnosed with end-stage chronic kidney disease (stage 5) with a lower-limb arteriovenous fistula. A balloon angioplasty of the arteriovenous fistula was performed under local anesthesia. After routine skin disinfection, sterile gloves were worn and sterile drapes were applied. Local anesthesia was administered with 4 ml of 2% lidocaine. A puncture was made at the cephalic vein near the elbow in the direction opposite to blood flow. Under ultrasound guidance, the puncture needle was successfully inserted, a guidewire was advanced, and a 6f sheath was introduced over the guidewire and positioned appropriately. The inner dilator was removed, and a hydrophilic guidewire was advanced. Under ultrasound guidance, the guidewire passed through multiple stenotic segments, and a balloon catheter was advanced to dilate the stenotic vessels. When the pressure pump was increased to 20 pa, the balloon ruptured (rated burst pressure: 24 pa). The ruptured balloon dilation catheter was withdrawn, and a new balloon catheter was replaced to complete the procedure. No patient injury reported.